Event description:
It was reported that patient presented remotely via merlin.net. Transmission revealed that the right atrial (ra) lead exhibited noise which was also seen during interrogation prior to the upgrade procedure. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the suture sleeve tie impressions consistent with friction to another implanted device or feature of the patient anatomy. The cause of noise was isolated to the exposure of the outer coil at the abrasion zone.